Event description:
It was reported that a tubing of large volume infusor was leaking. This issue was identified during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: (B)(6). H4: the lot was manufactured january 27, 2023 - january 28, 2023. H10: the device was received for evaluation. Visual inspection was performed and a cut on the tubing line was observed. Leak testing was performed and a leak was observed at the cut area. Microscopic inspection on the cut area suggested the tubing had come in contact with a sharp object which caused a cut on the tubing line. The reported condition was verified. The most probable cause of the cut on the tubing line which resulted in a leak may be use-related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.